Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose due to receiving too much insulin during the night. Customer's blood glucose was 66 mg/dl. Customer is not alleging that insulin pump was over delivering. Customer inquired on changing the settings and was advised to contact healthcare professional for setting change. Customer was hospitalized due to low blood glucose of 40 mg/dl. Customer was treated with food and carbs in the hospital. Customer declined troubleshooting and opted to speak with healthcare professional. Insulin pump is not expected to return for failure analysis.